Manufacturer narrative:
(B)(4). The customer reported the device displayed the message/instruction to cycle power with an error code of 10003 which could impact the delivery of therapy. There was no report of patient involvement or adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device displayed the message/instruction to cycle power with an error code of 10003 which could impact the delivery of therapy. There was no report of patient involvement or adverse patient impact.